Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. Customer reported the sensor was exposed to moisture and prematurely detached after 7 days of wear. As a result, customer was unable to obtain readings and experienced excessive sweating, a seizure, and a loss of consciousness and required unspecified treatment by third-party. There was no report of death or permanent injury associated with this event.